Manufacturer narrative:
The lot code provided did not have a time stamp and this lot was for product manufactured for multiple absorbencies. The consumer did not provide an absorbency, therefore we are unable to provide an UDI number or model. Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported via e-mail that upon removal a tampon fell apart into two pieces. Multiple attempts have been made to obtain further information regarding the consumer¿s use of the product and outcome, however, no further information has been received.